Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
An unspecified issue with the device was noted. The device was explanted. The patient is stable. Additional information regarding the specific issue encountered and reason for explant has been requested but not received.